Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system including an ipg, lead extension and percutaneous lead on an unknown date. It was reported that the patient was experiencing on and off sensations of stimulation while sitting still. The physician repositioned the existing lead (model number not provided) and added a lead on (B)(6)2008. Follow up on the patient found that no further issues have been reported. No product was returned to ans for evaluation. No further information is available.